Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor reported the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 07/17/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: the complaint of an unresponsive bolus button was unable to be duplicated during testing. The contrast keypad button was found to be intermittently responding to presses. The contrast button has no effect on the pump¿s insulin delivery function. The keypad was removed and contamination was observed under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).